Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic total hysterectomy, while the doctor was suturing the vaginal cuff, the suture was a t-shape and half broke off in the patient.